Event description:
The customer reported that the system displayed a precharge voltage error message during boot up. This error will likely prevent the system from booting. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.